Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1710401 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.  Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the peg (sealant) of a mynxgrip vascular closure device (vcd) 6f/7f did not deploy and when the physician pulled back, the system came out completely. The balloon did not lose pressure. Manual compression was applied for 30 minutes or less. The patient was reported to have recovered. The device will be returned for analysis. During prep, the device was purged of air. During the use of the device, the user shuttled down completely. Unusual force was applied when retracting the sheath from the tissue tract. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the sealant of a mynxgrip vascular closure device (vcd) 6f/7f did not deploy and when the physician pulled back, the system came out completely. The balloon did not lose pressure. Manual compression was applied for 30 minutes or less. The patient was reported to have recovered. During prep, the device was purged of air. During the use of the device, the user shuttled down completely. Unusual force was applied when retracting the sheath from the tissue tract. No additional information is available at this time. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pulled back against the shuttle handle. Sealant was located at the balloon proximal bond, exposed to blood and appeared to have ¿swelled.¿ the condition of the returned sealant indicates that the sealant may have been exposed to moisture prematurely which caused the sealant to swell and fill the space between the sealant and the inner shuttle tube and/or the clearance between the inner shuttle tube and the outer catheter shaft, preventing the procedural sheath/shuttle cartridge from being retracted. Subsequent to unsheathing, the balloon bond was inspected at high magnification for anomalies that may have obstructed the device path. It was observed that the adhesive taper was missing. This condition may have contributed to the reported event. During investigation, the advancer tube was able to properly engage to the distal tamp lock. Dimensional analysis was within specification. A review of the manufacturing documentation associated with lot f1710401 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿the system came out completely during pull back¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer may have been due to the missing balloon bond adhesive which may have obstructed the device path during the deployment step resulting in a device deployment jam. This issue appears to be related to the manufacturing process of the product. A risk assessment has already been initiated to address this issue.

Manufacturer narrative:
Concomitant medical products: added 6f unspecified procedural sheath and therapy date (B)(6)2017. Date received by manufacturer: adding the date that the device evaluation or follow-up information for MDR follow up #1 was received. (B)(4).